Event description:
The tibial component would not seat properly sitting at least a 1/2 inch proud. This issue caused a 25 min delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.